Manufacturer narrative:
(B)(4). Date sent: 2/8/2024. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned devices. Visual analysis of the returned sample revealed that the pmr35 device was received sterile and with no apparent damage. The package was opened and tested for functionality. When tested for functionality the device fired and formed the remaining 41 staples as intended. The device fired without any difficulties and the staples were noted to have the proper box shape. A manufacturing record evaluation was performed for the finished device lot number 745a79, and no non-conformances were identified. Visual analysis of the returned sample revealed that five pmr35 devices were received sterile and with no apparent damage. The packages were opened and tested for functionality. When tested for functionality the devices fired and formed all the remaining staples per sample as intended. The devices fired without any difficulties and the staples were noted to have the proper box shape. A manufacturing record evaluation was performed for the finished device lot number 324c96, and no non-conformances were identified. 73 sterile samples were received (6 sales units with 6 samples per box and 37 loose samples without box). Visual analysis of the returned samples revealed that 73 pmr35 devices were received sterile and 13 were randomly selected for functional test. The devices were received with no apparent damage. The packages were opened and tested for functionality. When tested for functionality the devices fired and formed all the remaining staples per sample as intended. The devices fired without any difficulties and the staples were noted to have the proper box shape. A manufacturing record evaluation was performed for the finished device lot number 420c43, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: evert and approximate skin edges as desired. Several techniques are suggested: with one tissue forcep, pull skin edges together until edges evert or with two tissue forceps, pick up each wound edge individually and approximate the edges or apply tension to either end of the incision, such that the tissue edges begin to approximate themselves. One forcep can be used to ensure that the edges are everted. Position the instrument over the everted skin edges, aligning the instrument arrow with the center of the incision. Squeeze the trigger until you touch plastic trigger to plastic handle. Release the trigger and remove the instrument from the fired staple. The event described could not be confirmed as the device performed without any difficulties noted. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that during bandage changes on the station the skin staples were partially in the bandage without adapting the wound edges. No patient was operated on again or the stay was prolonged.

Manufacturer narrative:
(B)(4). Date sent: 9/12/2023. D4 batch # unk. B3: only event year known: 2023. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.